Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third party service center for a "service required" alarm condition. The device's oxygen blending module board was replaced to address the issue. During further evaluation at the third party service center, the device failed a test step during testing. The device's flow sensor assembly needs to be replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.